Manufacturer narrative:
The smiths medical pump was returned in good physical condition. Three separate delivery accuracy tests were performed and it was found that the error was within the published specifications of +/-6%. There was no fault found with the system.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-10.9%). No patient was involved in this event. No adverse effects were reported.